Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for dystonia and movement disorders reported that their left ins had to be replaced in 2010 because it kept flipping. The patient reportedly has large breasts and was lying on their chest to sleep. It would ¿squish up¿ and the ins kept flipping, so it was replaced. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.